Manufacturer narrative:
A complaint history review was performed. This is the fourth complaint reported for this product/lot number combination and the lot met all release criteria. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: the device was not returned for evaluation. The investigation is inconclusive for the reported wire slipped out of the catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 08/2022).

Event description:
It was reported that during an ultrasound guided liver abscess draining procedure, the fixation wire allegedly slipped out of the catheter completely. The procedure was completed using another device. There was no reported patient injury.